Manufacturer narrative:
The preventative maintenance (pm) service was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm)1 to resolve the issue of a failed insertion friction test found during the pm. The system was tested and verified as ready for use. The usm was tested on an in-house system and passed normal mode. The unit also failed on a testing platform as it failed the friction speed low test on the insertion. The unit went through more testing on the testing platform and passed all other tests. The complaint was confirmed based on failure analysis.

Event description:
During preventative maintenance service, the field service engineer (fse) identified that the universal surgical manipulator (usm)1 failed the insertion friction test. There was no patient involvement and no customer-reported issue.